Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the event can be attributed to a low battery. The root cause is attributed to component failure. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use which state: "the wireless footswitch is powered by two aa batteries. When batteries are low, a popup warning message will appear during startup. A low battery indicator icon will also be displayed in the top right corner of the screen." Olympus will continue to monitor field performance for this device.

Event description:
The olympus sales representative reported on behalf of the customer that the soltive premium superpulsed laser system displayed a pairing time out message. The issue was found during preparation for use in an unknown procedure when the laser system could not be properly configured with the wireless foot pedal. The sales representative advised the customer to change the batteries which resolved the issue. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. However, following troubleshooting steps were undertaken that helped resolve the issue. The olympus sales representative called the technical support and discussed troubleshooting steps on the call. The technical support personnel then provided the customer the troubleshooting instructions and advised replacing the batteries on the foot switch and possibly moving the devices to another room to prevent possible interference and then attempt to re-configure. Customer replaced the batteries on footswitch which resolved the issue. A supplemental report will be submitted if any additional information is provided by the user facility.